Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were frustrated because they were voiding frequently on the day of report. The patient noted that they had to self-catheterize on the morning of report because they felt like they did not completely empty. The patient noted that they had a weak stream when they needed to void. It was indicated that the issue was not resolved at the time of report. Additional information was received from the patient on (B)(6) 2017 the patient reported that it was hard for them to sleep on the side that their healthcare professional (hcp) advised. It was indicated that the issue was not resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the serial number was not documented. Retention was noted as a pre-existing and the intervention was a standard for the care of the patient. The cause of the frequency, retention, and weak streaming was due to the patient changing to program 1. The actions to resolve the frequency was changing the interstim lead. The frequency was resolved as much as possible.